Manufacturer narrative:
(B)(4). Correction: the device was initially reported as discarded, but was returned for analysis. Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prime 3.5 x 15 mm is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5x15 mm xience prime stent delivery system (sds) did not advance over a clean balance middleweight guide wire (bmw). The sds appeared to be stuck on the guide wire and then was unable to be removed from the guide wire. The stent delivery system snapped in two at the monorail segment. The bmw guide wire and the xience prime sds were removed together from the patient successfully. A new bmw guide wire and a non-abbott stent were used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.